Event description:
It was reported that the smartablate generator displayed error 533 (measured voltage in non-active state above the limit) when the ablation catheter was advanced into the body and floating in the right atrium. The caller stated that the grounding pads were not connected to the smartablate generator yet. The smartablate generator was rebooted and the error cleared. The procedure continued. The caller reported that the smartablate generator had just been sent in for testing in the past 2 weeks and the account just got the smartablate generator back. The caller was unable to provide the smartablate generator serial number. The caller was advised that the smartablate generator serial number would be needed to document the smartablate generator issue. Service was declined. Documentation was requested. Css (B)(4) consulted for intake process. It was also reported that a pericardial effusion occurred during the procedure. The caller reported that the physician had a tough transeptal access for the patient. The caller reported that no ablation had occurred. The caller reported that the stsf catheter was just placed in the left atrium when the physician checked ice after going transeptal, and the pericardial effusion was noticed and confirmed with ice. The caller reported that the physician used versacross and a bayliss wire for the transeptal access. The caller reported that the procedure was aborted. The caller reported that there was no medical intervention provided. The caller reported that the last known patient status was stable. The caller reported that the patient was being transferred to the ICU for monitoring. The caller reported that the stsf catheter (nav), vizigo sheath, & soundstar catheter were the bwi devices inside of the body when the pericardial effusion was noticed. The caller reported that all bwi devices were brand new and not reprocessed. The caller reported that the stsf catheter (nav), vizigo sheath, and soundstar catheter were sent for reprocessing. The caller reported that the devices were unavailable for return. The caller was unable to provide information for the devices. Css (B)(4) advised to save the adverse event under the stsf catheter. Software version confirmed as unknown the caller reported that the carto 3 system (B)(6) was used for ablation. The caller reported that the smartablate generator (unknown serial number) was set up for ablation. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).